Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump settings were incorrect. Tandem technical support reviewed pump data and found two of the pump settings had been "reversed in the pump" during pump training. There was no reported impact to blood glucose.